Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device not available for return. Disposed by hospital.

Event description:
Primary procedure, right foot. It was reported that the tip of the screwdriver broke in the cannulated screw while implanting. The screw was removed and another screw was implanted. Procedure completed successfully with a delay of approximately 5 minutes.